Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Add ly, the MFR notified the FDA (B)(6) dist. Recall coord. Voluntary recall and gained concurrence of the customer letter prior to its' distribution. On (B)(6) 2015, the voluntary recall was initiated. A lot history review was conducted and it was determined that the lot met all release criteria. The investigation is inconclusive, as the samples were not returned for evaluation. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instruction's for use (IFU) provides general instructions for priming, firing, sampling and retrieval samples from the device.

Event description:
It was reported that during an ultrasound breast biopsy, using two needles, while attempting to prime the device, a plastic internal part broke off inside the device. Another device was used to complete the procedure. There was no report of patient injury.